Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "should well-fixed uncemented femoral components be revised in infected hip arthroplasty? Report of five trial cases" written by kiyokazu fukui, ayumi kaneuji, syusuke ueda, and tadami matsumoto published by journal of orthopaedics 13 (2016) 437-442 published only 1 november 2015 was reviewed. The article's purpose was to report on the outcomes of 5 patients who had two state surgery involving retention of bone-ingrown uncemented stems, aggressive soft-tissue debridement, and delayed reimplantation of an acetabular component for infected hip arthroplasty. It is noted 1 patient had depuy products: (B)(6) year old female with ha with aml stem with 2 months interval between two stages and 48 month follow up. She was diagnosed with a prosthesis infection and given antibiotics without improvement. Surgeons then diagnosed her with limited infection within the intracapsular region in addition to the acetabular region and decided to perform isolated acetabular revision retaining the well-fixed cemented stem. She also received aggressive debridement and irrigation and surgeons installed the antibiotic-impregnated cement head on the neck portion of the stem during the first stage. Shen then performed reimplantation with a non-depuy acetabular cup. The article does not identify the products of the original femoral head component, revision femoral head component or original cup.